Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and reported failure was confirmed. The tip cover accessory was found to have tearing on the distal end. The tears were not axially aligned with the mcs tip cover accessory and measured approximately 0.041¿ in length. There were no signs of thermal damage present at the end of any tears.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument's wire was broken and distorted. The mcs instrument and cannula were pulled out together as one piece. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. No allegation was made against this mcs tip cover accessory. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: no arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. There was no issue with the instrument's pin. Additionally, the instrument and cannula were removed together without increasing the port size. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.